Event description:
It was reported that this pacemaker system was being explanted due to a non-specific product performance anomaly. It is unknown if this system is going to be returned. No additional adverse patient effects were reported.